Event description:
The pes power cord and power supply were frayed. When they were plugged in, sparking was observed. The patient did not experience any adverse consequences as a result of the sparking. Use of the pes and the damaged power accessories was immediately discontinued, and the accessories were replaced.

Manufacturer narrative:
Additional information: g3, h2, h3, h6 one power cord was returned. The cardiomems unit was plugged in and powered on successfully. Based on the information provided to abbott and the investigation performed, the reported event was unable to be confirmed. The returned product functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported event were identified. Review of the device history record was not possible as the lot number is unknown.